Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event and is not under reporting responsibility of zimmer biomet.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event and is not under reporting responsibility of zimmer biomet.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a screw was broken while implanting in the patient. Attempts have been made and there is no further information at this time.